Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a prime fill anomaly. The customer¿s blood glucose was 8.7 mmol/l at the time of the incident. The customer reported being stuck in the prime fill menu. During filling of the tubing the insulin keeps coming out, but the numbers won't go up. The customer did troubleshoot the issue and was stuck in the same menu. The customer was advised the insulin pump will be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No moisture/damage/unlocked lcd keypad connector noted. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Inserted a water test reservoir, programmed with multiple boluses and monitored. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No unexpected no reservoir alarm, stuck or prime/fill anomaly noted during testing. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and stained end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.